Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 12x3.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 12x3.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was damaged and had moved on the balloon. It was determined that the stent had moved on the balloon 1mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. It was determined that the first four of distal struts were stretched and flared. The condition of the returned device was consistent with the reported event of stent damage. There was blood and contrast in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).